Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported deflation issue could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported deflation issue appears to be related to use error, as it was reported and confirmed during follow up with the account that negative pressure was held for 1 to 2 seconds in order to deflate the balloon. It should be noted that the xience xpedition, everolimus eluting coronary stent system instructions for use (IFU) states: deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to move the delivery system. In this case, it is likely the IFU deviation contributed to the reported deflation issue. Also stated in the IFU: use 60% contrast diluted 1:1 with normal saline. This IFU deviation does not appear to have directly caused or contributed to the reported deflation issue. In addition, there was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. The reported patient effects of ischemia, ventricular fibrillation and ventricular tachycardia are listed in the xience xpedition, everolimus eluting coronary stent system IFU as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the emergent procedure was performed to treat an acute occlusion in the left anterior descending coronary artery with no tortuosity and no calcification. The 3.00 x 38 mm xience xpedition stent was deployed at 14 atmospheres; however, post deployment, the stent delivery system (sds) balloon of could not be deflated. The contrast mix ratio used was 1:1.5 and negative pressure was held for 1-2 seconds to deflate the balloon. The inflation device was replaced, but the balloon remained inflated and myocardial ischemia occurred. Unsuccessful attempts to puncture the balloon with a guide wire and non-abbott microcatheter were made. The hub of the sds was cut and a non-abbott guide catheter extension was advanced over the sds to the lesion to successfully remove all the devices from the anatomy as a single unit with the balloon still inflated. During the procedure the patient experienced ventricular tachycardia and ventricular fibrillation. Defibrillation was performed twice and medication was given to treat the tachycardia. Post procedure the patient was reported to be stable and was transferred to the ward for continued observation and treatment. Prolonged hospitalization was required. No additional information was provided.